Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvh13, (impl tapered scr-v ha 3.7 mm 3.5mm 13mm) for evaluation. Visual evaluation was performed, the reported implants outer box packaging and outer vial were not returned. The customer only returned the implants inner vial. The returned implant / vial matched the reported implant. No damage was identified. Device history record (DHR) review was completed for the subject lot number 1256200. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256200 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : damaged. The customer did submit images for the reported event. The images were of the implants outer box packaging. The implant reference and lot number matched the report. There was also a picture of the implants outer vial. The outer vial green cap was fractured. Due to the picture quality it¿s difficult to determine if the tamper seal was broken. However, it does appear that the implants outer vial tamper seal was intact. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Non conformance and health hazard evaluation have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the pictorial evidence and available information, a packaging malfunction did occur. The implants outer vial cap was cracked. The tamper seal appeared to be intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that customer received an implant with the cap of the inner tube broken, detected at surgery. Procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. G4: premarket identification: k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem corrected information in the description. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsvh13, (impl tapered scr-v ha 3.7 mm 3.5mm 13mm) for evaluation. Visual evaluation was performed, the reported implants outer box packaging and outer vial were not returned. The customer only returned the implants inner vial. The returned implant / vial matched the reported implant. No damage was identified. Device history record (DHR) review was completed for the subject lot number 1256200. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256200 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : damaged. The customer did submit images for the reported event. The images were of the implants outer box packaging. The implant reference and lot number matched the report. There was also a picture of the implants outer vial. The outer vial green cap was fractured. Due to the picture quality it¿s difficult to determine if the tamper seal was broken. However, it does appear that the implants outer vial tamper seal was intact. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was external factors (temperature). This is an ongoing issue which is currently being monitored. Non conformance and health hazard evaluation have been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the pictorial evidence and available information, a packaging malfunction did occur. The implants outer vial cap was cracked. The tamper seal appeared to be intact. The reported event/coob was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that customer received an implant with the cap of the outer vial broken, detected at surgery. Procedure was completed with another implant.